Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01627. The hospital disposed of the device.

Event description:
The patient was undergoing a pre-nephrectomy embolization procedure using ruby coils and a pod4 coils. During the procedure, the physician attempted to advance a ruby coil and a pod4 coil through a catheter without using a microcatheter. Consequently, both coils were unable to advance and therefore, were removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.